Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient was found deceased at home. The patient's device was explanted and returned for analysis. At this time, the cause of death is cardiac-related and is suspected to be sudden cardiac death or an arrhythmia. The coroner is awaiting the device analysis prior to issuing a formal cause of death. There has been no allegation from a health care professional indicating the patient's death was device-related.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found.